Event description:
Tech alleged that the brakes would not hold at the foot end of the stretcher.

Manufacturer narrative:
Tech replaced the rocker arm and the brake/steer connecting rod to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.